Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 25 november 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the 1st recapture and 2nd deployment, the patient needed to be manually paced by the temporary pacemaker. The valve was implanted at a depth of 4mm. The patient came back with a junctional rhythm and a wide qrs. On (B)(6) 2024, the physician notified patient received a permanent pacemaker. The patient reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.